Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was swimming and insulin pump had critical insulin pump error alarm, customer was unable to clear the alarm and they remove the battery placed a new battery and screen was blank but beeping and vibrating, customer already put in a new battery but still the same issue. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer was calling back with blank display after receiving new battery cap. Customer states the display was not blank less than 30 seconds or did not return. Customer states display was blank currently. Customer states they remove the battery and insert battery alarm did not display on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm blank display and error 38 due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed.